Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The root cause is attributed to natural wear of the polyethylene component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It is reported that the patient is being scheduled for a knee arthroplasty revision due to wear after being implanted for approximately twenty years. Replacement implant device is requested for revision procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Additional information was received that the patient has expired which is not device or procedure related and no further investigation is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product has not been returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is being scheduled for a knee arthroplasty revision due to wear. Replacement implant device is requested for revision procedure.